Event description:
Good morning, I have used carefree pantiliners for years and recently noted a few weeks ago as I was getting ready to use one, I noticed a very disturbing significant discoloration on that liner as well as another one in the bag. There was only one other remaining in that bag which appeared to be intact. Nonetheless I'm very frightened and concerned potential exposure to infectious process as a having had recently experienced a vaginal infection. Please note, I cannot recall the last time this has occurred. I have contacted the carefree company immediately that morning. I have agreed to give them one of the liners with a packaging back for them to examine it. I have also been treated by my gyn for a vaginal infection and do require f/u for this. Thank you so much for your time. (B)(6). Other serious/important medical incident: required to see my gyn. Otc product. The problem did not stop after the person reduced the dose or stopped taking or using the product. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. "How was it taken or used: vaginal liners."